Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had failed rate accuracy was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is attributed to lifted bezel boss inserts located at the top left, middle left, and middle right positions. The external and internal inspection process was performed on the suspect pump module. It was found that the top left, middle right and middle left bezel boss inserts were lifted. Signs of contamination and corrosion were observed on pins 11, 12, and 14 of the right (male) inter unit interface (iui) connector. The left (female) iui connector also exhibited residue contamination upon inspection. These conditions are considered incidental findings and are not related to the reported issue. Alaris system maintenance (asm) rate accuracy and rate calibration tasks were performed on the pump module. Test results showed that the device measured a vpmr value of 160.3 l, with an actual error of 6.6667%. The pump module was determined to be operating out of specification and required repair. For testing purposes, the pump module bezel assembly was temporarily replaced with a known good dchu bezel assembly. Asm rate calibration and rate accuracy tasks were then performed on the suspect pump module. The results indicated that the device passed the rate accuracy test, was successfully calibrated, and is now operating within specification, with an actual error of 0.1667% at a vpmr of 174.3 l. A review pump module error logs showed no errors related with the reported incident. No infusions were recorded the day of the reported incident. On (B)(6) 2025, at 9:41 am, the last infusion with the suspect device was programmed with a rate of 20ml/h and a vtbi (volume to be infused) of 20ml. At 10:09 am the pump module was powered off. No other infusions with the suspect device were recorded. The bd alaris system with guardrails suite mx v12.3.2 user manual provides important safety guidelines for device handling. It states that the device should not be modified, as doing so could affect the safety and efficacy of the bd alaris system. Regular device inspections are required to prevent damaged devices from being returned to patient use, as using a damaged device can result in patient harm (see inspection requirements on page 366). Additionally, the device cases should only be opened by qualified personnel using proper grounding techniques per the field action regarding an urgent medical device product correction (mms-24-5134-fa): on october 17, 2025, bd issued a notice to remind users and aware via customer complaints that dropping the alaris pump module may cause damage to internal components. Drops or severe jarring may damage the alaris pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris pump module to calibrate. Customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the summary of warnings and cautions section of the bd alaris infusion system with guardrails suite mx user manual: if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. See mms-24-5134-fa for complete details of this product correction. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate test. There was no patient involvement.

Event description:
It was reported that the device had failed rate test. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a040101 annex c: c07 annex d: d15 additional information: remedial action required, remedial action # annex a: a0406 annex c: c16 annex d: d0302 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had failed rate accuracy was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is attributed to lifted bezel boss inserts located at the top left, middle left, and middle right positions. The external and internal inspection process was performed on the suspect pump module. It was found that the top left, middle right and middle left bezel boss inserts were lifted. Signs of contamination and corrosion were observed on pins 11, 12, and 14 of the right (male) inter unit interface (iui) connector. The left (female) iui connector also exhibited residue contamination upon inspection. These conditions are considered incidental findings and are not related to the reported issue. Alaris system maintenance (asm) rate accuracy and rate calibration tasks were performed on the pump module. Test results showed that the device measured a vpmr value of 160.3 microl, with an actual error of 6.6667%. The pump module was determined to be operating out of specification and required repair. For testing purposes, the pump module bezel assembly was temporarily replaced with a known good dchu bezel assembly. Asm rate calibration and rate accuracy tasks were then performed on the suspect pump module. The results indicated that the device passed the rate accuracy test, was successfully calibrated, and is now operating within specification, with an actual error of 0.1667% at a vpmr of 174.3 microl a review pump module error logs showed no errors related with the reported incident. No infusions were recorded the day of the reported incident. On december 18, 2025, at 9:41 am, the last infusion with the suspect device was programmed with a rate of 20ml/h and a vtbi (volume to be infused) of 20ml. At 10:09 am the pump module was powered off. No other infusions with the suspect device were recorded. The bd alaris system with guardrails suite mx v12.3.2 user manual provides important safety guidelines for device handling. It states that the device should not be modified, as doing so could affect the safety and efficacy of the bd alaris system. Regular device inspections are required to prevent damaged devices from being returned to patient use, as using a damaged device can result in patient harm (see inspection requirements on page 366). Additionally, the device cases should only be opened by qualified personnel using proper grounding techniques per the field action regarding an urgent medical device product correction (mms-24-5134-fa): on october 17, 2025, bd issued a notice to remind users and aware via customer complaints that dropping the alaris pump module may cause damage to internal components. Drops or severe jarring may damage the alaris pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris pump module to calibrate. Customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the summary of warnings and cautions section of the bd alaris infusion system with guardrails suite mx user manual: if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. See mms-24-5134-fa for complete details of this product correction. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.